Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving bacl ofen, 2000 at 224.9 mcg at an unknown frequency via an implantable pump. It was reported that the hcp was unable to obtain cerebrospinal fluid (csf) flow from the existing catheter during pump replacement. The hcp took steps to ensure that the catheter access port (cap) needled itself was patent. The hcp disconnected the catheter from the pump and was unable to visualize csf flow from the catheter. They removed a section of catheter and was unable to obtain csf flow. The hcp tied the existing catheter off in the pump pocket and implanted a new intrathecal catheter and connected to a new pump. Csf flow was visualized from the new catheter at each step of the procedure and was aspirated from the cap prior to closure. There were no known external factors that could have caused the issue. The patients' medical history and weight were asked but unknown. The issue was resolved at the time of the report and the patients status was alive- no injury.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial/lot#: (B)(4), implanted: (B)(6) 2010, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-nov-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the explanted portion of the catheter was discarded.